Event description:
According to the reporter: the first product used was cracked during the case when removing from the trocar. The device was stuck in the trocar and the device and the trocar were removed from the patient's cavity. The second device was inserted into the trocar and got stuck.

Manufacturer narrative:
(B)(4).